Event description:
It was reported that the patient presented with noise issues on the right ventricular (rv) lead. No intervention and no and patient consequences was reported.

Manufacturer narrative:
Further information was requested but not received.